Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019, the patient had a hypoglycemic event while at work as a nurse practitioner. She stated she was going into a room with the patient, she checked her cgm and it displayed 72 mg/dl with the arrow pointing up; however, once she was in the room, she passed out. She was treated by coworkers with glucose, emergency medical services (ems) was called, and ems administered dextrose 10. She was admitted to the emergency department and her bg post glucose and d10 was 50 mg/dl. Once she was alert but still in the ed, she recalibrated her cg; her bg was 140 mg/dl; however, the cgm displayed 265 mg/dl. Data was provided for investigation. Confirmation of the complaint was undetermined, and the probable cause was unable to be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.